Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets fell off events while doing physical activity on 19-may-24. The infusion set was in use 24 hours. Blood glucose level reported during the event was 300 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.